Event description:
During a follow-up interrogation, it was reported that attempts to run the ventricular threshold test resulted in the test failing shortly after starting the test. This was accompanied by telemetry errors. The device remains implanted and the files from the programmer were sent to the manufacturer for review.

Manufacturer narrative:
(B)(4), 2012. A response from the manufacturer is pending. (B)(4): since the device remains implanted, the files from the programmer were reviewed. The files showed the reported threshold test interruptions by telemetry errors. The errors were observed both during atrial and ventricular threshold tests. They most probably resulted from external emi or a poor programming head position. No device anomaly is suspected. Both the programmer and the pacemaker operated as specified.

Event description:
During a follow-up interrogation, it was reported that attempts to run the ventricular threshold test resulted in the test failing shortly after starting the test. This was accompanied by telemetry errors. The device remains implanted and the files from the programmer were sent to the manufacturer for review.

Manufacturer narrative:
(B)(6) 2012. A response from the manufacturer is pending. Device remains implanted.